Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics was not provided.

Event description:
It was reported that there seems to be a significant delay in high pressure alarms and it varies according to the rate and volume of infusion. It was observed that the peripheral IV (piv) needs to be 100% occluded to trigger an alarm. It was the clinician's assumption that even if a piv was mildly occluded, the device should alarm and indicates that the piv is already infiltrated when the high alarm goes off. Furthermore, it was noted that the syringe pump does not have any pressure monitoring disk. Although requested, additional information was not provided.